Event description:
The customer reported that they xrayed the patient and an image did not display on the monitor. They had to use another system to complete the procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the md6 memory.